Event description:
It was reported to philips that the device did not alarm when the proximal line was disconnected during patient use. The device was in use on a patient. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer stated he was unable to reproduce the issue and there were no relevant codes in the log. The customer then later stated he disconnected the proximal line and did not hear the alarm in conjunction with the visual high priority alert. The rse advised the customer to perform a performance verification test (pvt) to see if the device fails any testing and to ohm the speakers to verify functionality. The customer was unable to duplicate the reported issue. The customer reported the device alarmed when the test lung was disconnected, when the proximal line was disconnected, and when the o2 was disconnected. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.